Event description:
It was reported that during a sigmoidectomy procedure that the max button did not activate. The error code did not display. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: into anticipated, but unavailable at this time.